Manufacturer narrative:
(B)(4). This initial MDR will be the only report submitted for MFR report #3008114965-2018-00569. Additional patient and initial reporter information was requested but has not been provided. (B)(4). The device has been forwarded to codman; however, analysis has not yet been completed. Additional information will be forwarded within 30 days of receipt.

Event description:
It was reported by a healthcare professional that the physician was unable to detach a deltapaq coil (B)(4) during a procedure after 4-5 attempts. The coil was removed from the patient and a new coil was inserted. There were no patient consequences as a result of this event.

Manufacturer narrative:
Product complaint # (B)(4). This final MDR will be the only report submitted for MFR report #3008114965-2018-00569. Conclusion: the device was returned tightly coiled and fastened with medical tape. The embolic coil is not attached and was not returned. The tape was gently removed. The distal end of the device positioning unit (dpu) has been advanced out of the introducer. The device is mostly unsheathed. There is a bend in the dpu core wire at the strain relief. The resistance heating (rh) coil has not heated. The distal end of the pet outer sheath is damaged. There is a small amount of plastic remodeling damage to the v-notch of the resheathing tool. There is a short section of dpu core wire that is protruded from the skive of the translucent introducer sheath distal to the resheathing tool. Resistance of the device was measured with a multimeter. Resistance measured 49.8 ¿, which is within the specification range of 48.5 ¿ 56.0 ¿. The device was connected to lab detachment control box dcb000005-00 (dcb) with a lab standard connecting cable and the power was turned on. The system ready light illuminated. Detachment cannot be tested because the embolic coil is not attached. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint that the embolic coil failed to detach cannot be confirmed. The embolic coil was not attached to the returned device, so detachment could not be tested. Examination of the returned device suggests that the embolic coil was mechanically detached. The circumstances surrounding the reported event are unknown, and it cannot be determined when the embolic coil detached relative to the reported event. The resistance of the returned device is within the specification range, and the device causes the system ready light to illuminate when connected to the lab dcb. The connecting cable and dcb in use during the reported event were not returned. Without the return of these devices, the cause of the reported event cannot be determined. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.